Manufacturer narrative:
(B)(4). Additional information: a customer sent in an actual sample for an evaluation. Visual inspection revealed that part of the tubing was all dented and had holes in it; hence the reported problem was confirmed. The cause of this condition has not been identified. A batch review could not be performed as the lot number of this device is unknown.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an administration set in which there was a leakage from the tubing that occurred during infusion. There was patient involvement, however, no injury reported associated to this issue. No additional information is available.